Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose (bg) level was 508 mg/dl. The customer went to the emergency room (ER) and was hospitalized. Reportedly the customer was going in and out of consciousness while in the hospital. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Suspected cause of high bg was the insulin being overheated due to temperature alarm. A replacement pump was sent to resolve the issue.